Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5024m-52, lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the recorded episodes "looked like noise" had only markers and did not have electrogram. The right ventricular lead impedance was noted to be stable. The lead and the device remains in use. No patient complications have been reported as a result of this event.